Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was positioned in the apex initially, however defibrillation threshold (dft) testing was unable to convert. The rv lead was repositioned to the septal wall, however dft failed once again. The rv lead was placed back to the apex and the device was removed and replaced. The replacement device was able to convert the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.